Event description:
It was reported a balloon developed pin hole leaks during an unidentified procedure. There were no pt complications as a result of this event. This device has not been returned for eval. Therefore, no failure analysis is available. Attempts to gain further info with regards to the circumstances of this event have been unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device and without further details, co cannot determine the exact cause for this event. Co's directions for use state: to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded...do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action...never manipulate the catheter with the balloon inflated." A1,a2,a3,a4-unknown/no info available from user facility. F11. Date MFR forwarded report to FDA. Info supplied in section f was completed by the MFR based in info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. (F6,f7,f8,f10,f11,f12 and f13-medwatch software package requires data in fields).